Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited an abnormal overpressure alarm. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it was determined that no further escalation is necessary to mitigate the risk. No new appearance abnormalities or functional abnormalities were confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.